Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies found.

Event description:
It was reported that a remote carelink transmission was requested by the patient's clinic because the patient reported hearing their alert tone from the defibrillator. It was further reported that per the patient's request, all device detections and therapies were to be programmed off, but the clinic found one that had not been programmed off. The device remains in use and no patient complications have been reported as a result of this event.